Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 (mg/dl) and trace ketones. Reportedly, the customer ran out supplies and had to use their novolog for 4 days. A correction bolus was delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.